Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that pt had a problem with her neurostimulator. Pt reported she experienced shocking and/or jolting. Pt reported that just before her device battery runs out the stimulation "gets stronger". Pt reported the "surge" would last for "about an hour" and then her device would turn off. Pt stated she would then hook up her device recharger which would indicate her device was still on, but she would not receive stimulation. Pt stated she recharged her device once a week and that battery power was at twenty-five percent. Pt stated that after recharging battery to full power the device returned to normal operation. It was recommended that the pt keep her device battery charged to above fifty percent. Additional info has been requested, a follow-up report will be sent if additional info becomes available.